Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report to match the damage found. This is a final report.

Event description:
A sudden decrease in hearing performance with the device was reported at the end of (B)(4) 2018. The implant site appears to be healthy with no swelling or redness present.re-implantation was performed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A sudden decrease in hearing performance with the device was reported at the end of (B)(6) 2018. There was no accident or trauma reported. The recipient was re-implanted.